Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: during testing, the pump powered on with a pink colored contrast. Initial reporter: (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump display screen was discolored. This report is made based on the results of evaluation completed 01/19/2015.